Event description:
The contact from the hospital reported to baxter (B)(4) of one unit of the light sensitive drug set that leaked during the infusion. There was no sample available. There was no patient injury related. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. No issues were noted during batch review. If additional information or samples become available, a follow up report will be submitted.